Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 434 mg/dl yesterday. Troubleshooting was declined for the high blood glucose. The customer also mentioned issues with programming the insulin pump; she was advised that she can receive assistance programming the device but she hung up. No products were returned or replaced.